Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a transureteroscopic holmium laser lithotripsy procedure for treatment of upper ureteral calculi performed in the ureter, on march 27, 2019. According to the complainant, during preparation, when unpacking the device, it was noticed that the stent was broken along the shaft. Another percuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The condition of the patient was reported to be stable.

Manufacturer narrative:
Device code (B)(4) captures the reportable event of stent shaft broken. Block h10: investigation analysis a percuflex plus was returned for analysis. A visual evaluation of the returned device revealed that the device has no evidence of damage. The stent was noted to be in good condition. No other issue was noted. Based on product analysis, and all compiled information, the most probable cause of this event is no problem detected since the complaint included a returned device review (visual, physical) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. (Device code) has been corrected based on the investigation results.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a transureteroscopic holmium laser lithotripsy procedure for treatment of upper ureteral calculi performed in the ureter, on (B)(6) 2019. According to the complainant, during preparation, when unpacking the device, it was noticed that the stent was broken along the shaft. Another percuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The condition of the patient was reported to be stable.